Event description:
The customer's mother called to report a constant tone coming from the insulin pump. Troubleshooting was performed, and the tone continued. The mother asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a faulty liquid crystal display driver. No control tone was noted.